Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection found no damage or irregularity to the device. A microscopic inspection revealed that there was a partial collar and shaft separation. The shaft was flattened at 11.2cm and 12.2cm from collar. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention (pci) was performed on a patient with chest pain. A 7f guidezilla ii guide extension catheter was selected for use. During the procedure, there was a lot of resistance when advancing the 1.50mm rotapro through the guidezilla into the patient. After several failed attempts, the system was removed. The rotapro was pre-loaded within the guidezilla and dyna-glided before further introduction of the guidezilla. The procedure was completed using this device. There were no patient complications. However, device analysis revealed a partial collar separation.